Event description:
A caller reported encountering a cgm error 42 related to the g6 sensor. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller by providing complete pump reset information and guided them through the process, after which the error did not reappear. The customer was advised to wait 20 minutes to start their sensor session, and they understood and acknowledged the instructions. No additional information was received regarding the outcome of the event.